Event description:
Customer reported that their freestyle flash was not retaining its calibration code. It was additionally noted that an error 4 was occurring whenever a strip was inserted into the meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. 0300, 0015, 0806 errors were found in error log. E3/ e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.